Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow up-clinic with shortness of breath and worsened heart failure symptoms that required medicinal treatment. Further investigation found that the patient's left ventricular lead was failing to capture. Patient was referred to a different physician for next steps. Patient was stable after the event.